Event description:
The right side rail would not latch upright due to a broken white spindle spacer and the right side rail would not latch upright due to the top rail being broken at the spindle mount flange. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.